Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: visual inspection: the univ-chuck w/t-handle (p/n: 393.19, lot number: unk) was received at us cq. Visual inspection of the complaint device showed the ring on the top of the device has a piece broken off. Functional test: a functional assessment was performed on the complaint device and a tool in the investigation room. The tool was able to be locked into the complaint device and removed afterwards. The complaint condition was unable to be replicated. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage and device design. Document/specification review: the complaint device was obsoleted 30+ years ago and a document review could not be performed. Investigation conclusion: this complaint is not confirmed as a test device was able to assemble and disassemble from the complaint device. However, the ring on the top of the device was broken. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - no mre could be performed due to unknown lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the t-handle chucks in the pelvic and large external fixation sets have been causing issues and not properly disengaging from schanz screws. Upon inspection with a schanz screw, it was difficult to remove the t-handle chuck from a schanz screw as the release mechanisms are not functioning properly. No patient involvement. This report is for one (1) universal chuck with t-handle. This is report 3 of 3 for (B)(4).